Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: after stent implantation, the patient was taking a low dose of aspirin and brilinta. Medication was increased for treatment of angina. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a 3.25x12mm xience alpine stent was implanted in the proximal right coronary artery (rca). A 3.0x18mm xience alpine stent was implanted in the mid rca. On (B)(6) 2020, the patient presented with intermittent increased chest pain and severe back pain. Angiogram was performed on (B)(6) 2020, showing in-stent restenosis (isr) of the proximal rca. On (B)(6) 2021, coronary artery bypass surgery was performed, resolving the event. No additional information was provided.